Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high differences between their sensor readings and their blood glucose readings. The customer states their sensor was reading 90mg/dl, while her blood glucose was over 400mg/dl. The customer states the threshold suspend alarm goes off at night, but she sleeps throughout it. The customer's current blood glucose level is 124mg/dl, and their sensor reading is 76mg/dl. Troubleshooting was conducted. The customer is being sent out three replacement sensors.